Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon had difficulty registering the patient with the navigation system. The surgeon attempted tracer registration 3 times, however when verifying accuracy, the surgeon alleged the system was approximately 9 millimeters off. The surgeon then complete a point merge registration which resulted in accuracy within 1 millimeter. The surgeon completed the procedure with the use of the navigation system after a 10 minute delay. There was no impact on patient outcome.